Manufacturer narrative:
Returned for evaluation was 45cm trè-sheath and fiber. A visual review of the fiber noted no defects. A visual review of the trè-sheath noted that the shaft is fractured (melted) between the 2 and 3cm markings. The fitting is securely adhered to the fiber shaft. The customer's reported complaint description of the sheath fracturing off inside the patient is confirmed. The patient was unaffected due to this event. A lot history records search, obtained via shr, revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process the presence of fillets on the fiber fitting is 100% inspected and also receives one aql inspection. In addition to those inspections, the tensile strength of the fitting on each fiber is tested. A possible root cause could be if the user still had the foot pedal activated when removing the fiber from the tre-sheath. The IFU states; "cease operating the laser by removing foot from foot pedal when the fiber end is 2 - 3 cm from the access site as indicated by markers on the distal tip of the trè-sheath introducer". If this were to occur, the shaft material of the trè-sheath can melt and break. This does not appear to be manufacturing related. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure the physician noticed the tre sheath was melted and 8cm of the sheath broke off during the procedure. No piece of the fiber remained inside of the patient as the fiber was inside of the sheath at the time of the fracture. The device was removed and set aside. The procedure was successfully completed using a new of the same device. No action was taken after the issue was realized. The physician says that the fiber was locked onto the sheath. The disposable device has been returned to the manufacturer for a device evaluation.